Event description:
Implant date; 05/06/1991. Post operative x-rays taken on 09/18/1991 revealed that a screw has broken but fusion was solid. Explanted on 10/08/1991 due to "mechanical back pain" at which time it was confirmed that fusion was solid.